Event description:
On (B)(6) 2016, the subject pacemaker was implanted with two (non sorin) leads. During the implantation procedure, the psa analyzer gave regular values (threshold, impedances and sensing). When connecting the leads to the pacemaker port, it was found difficulties tightening the atrial lead since inserting the lead connector all the way into the atrial port was difficult. The ventricular lead was properly connected. It was checked with external ECG that the pacemaker was working then the pocket was closed. When the patient arrived to the room, and as usual internal procedure in this hospital, an interrogation with programmer was performed and then it was noticed that the ventricular impedance was > 3000 ohms and the pacemaker was not pacing in ventricle. A re-intervention was performed the same day and the physician noticed that, without loosening the screw, after pulling the ventricular lead the connection did not remain in the pacemaker port. So the screw was tightened again and checking by pulling the lead. It was checked with external ECG that the pacemaker was working then the pocket was closed again. Once again, when the patient arrived to the room the interrogation with programmer was performed and again it was noticed that the ventricular impedance was > 3000 ohms. On (B)(6) 2016, the patient went to operation room to check the system again and the same issue appeared again, after pulling the ventricular lead the connection did not remain in the pacemaker port without loosening the screw. So finally, the physician replaced the subject pacemaker.

Manufacturer narrative:
It has been observed, that the analysis report was incomplete.

Event description:
On (B)(6) 2016, the subject pacemaker was implanted with two (non sorin) leads. During the implantation procedure, the psa analyzer gave regular values (threshold, impedances and sensing). When connecting the leads to the pacemaker port, it was found difficulties tightening the atrial lead since inserting the lead connector all the way into the atrial port was difficult. The ventricular lead was properly connected. It was checked with external ECG that the pacemaker was working then the pocket was closed. When the patient arrived to the room, and as usual internal procedure in this hospital, an interrogation with programmer was performed and then it was noticed that the ventricular impedance was > 3000 ohms and the pacemaker was not pacing in ventricle. A re-intervention was performed the same day and the physician noticed that, without loosening the screw, after pulling the ventricular lead the connection did not remain in the pacemaker port. So the screw was tightened again and checking by pulling the lead. It was checked with external ECG that the pacemaker was working then the pocket was closed again. Once again, when the patient arrived to the room the interrogation with programmer was performed and again it was noticed that the ventricular impedance was > 3000 ohms. On (B)(6) 2016, the patient went to operation room to check the system again and the same issue appeared again, after pulling the ventricular lead the connection did not remain in the pacemaker port without loosening the screw. So finally, the physician replaced the subject pacemaker.

Event description:
On (B)(6) 2016, the subject pacemaker was implanted with two (non sorin) leads. During the implantation procedure, the psa analyzer gave regular values (threshold, impedances and sensing). When connecting the leads to the pacemaker port, it was found difficulties tightening the atrial lead since inserting the lead connector all the way into the atrial port was difficult. The ventricular lead was properly connected. It was checked with external ECG that the pacemaker was working then the pocket was closed. When the patient arrived to the room, and as usual internal procedure in this hospital, an interrogation with programmer was performed and then it was noticed that the ventricular impedance was > 3000 ohms and the pacemaker was not pacing in ventricle. A re-intervention was performed the same day and the physician noticed that, without loosening the screw, after pulling the ventricular lead the connection did not remain in the pacemaker port. So the screw was tightened again and checking by pulling the lead. It was checked with external ECG that the pacemaker was working then the pocket was closed again. Once again, when the patient arrived to the room the interrogation with programmer was performed and again it was noticed that the ventricular impedance was > 3000 ohms. On (B)(6) 2016, the patient went to operation room to check the system again and the same issue appeared again, after pulling the ventricular lead the connection did not remain in the pacemaker port without loosening the screw. So finally, the physician replaced the subject pacemaker.